Manufacturer narrative:
No benefit to surgical fixation of flail chest injuries compared with modern comprehensive management: results of a retrospective cohort study. This report is for an unknown matrixrib fixation system (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: farquhar, j; et al (2016) no benefit to surgical fixation of flail chest injuries compared with modern comprehensive management: results of a retrospective cohort study. Can j surg, vol 59(5), 299-303. This is a retrospective study from july 2010 to august 2012 of 19 patients who sustained flail chest wall trauma and experienced surgical fixation with synthes matrixrib fixation system. These patients were successfully matched to 36 nonoperative control patients. All 19 patients from the fixation group had some degree of pulmonary contusion whereas only 21 from the control group. However, all patients from the control group had documented contusion from a single site. Primary outcomes showed that nonoperative had significantly less ventilator days. Secondary outcomes all showed significantly better outcomes in length of stay in ICU/hospital days, pneumonia rates. Mortality was not significantly different. There was 1 death, 12 cases pneumonia, higher percentage of chest pain (1.9), pain/discomfort (3.4), anxiety/depression (2.3) and dyspnea (1.0) in the fixation group. A copy of the literature article will be submitted with the medwatch. This report is 1 of 1 for com-259059. This report is for an unknown matrixrib fixation system and refers to the serious injury of 12 cases of pneumonia, chest pain (1.9), pain/discomfort (3.4), and dyspnea (1.0).